Event description:
Account states staff found several humidifiers used for oxygen therapy that would not pass a functional test performed at the bedside. Three separate incidents have occurred. The functional test referred to as the pop off test did not work. This caused oxygen desaturation on three pts. These pts desaturated and experienced hypoxia.